Event description:
This report is based on information provided by a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when recording a 4-lead ECG (electrocardiogram), the device repeatedly reported a "printer not detected" error despite multiple restarts in an attempt to clear the error and print the 4 lead ECG (electrocardiogram). The crew was able to successfully print the ECG (electrocardiogram) results on the fifth attempt. There was no reported impact to the patient noted at this time. This device has not been evaluated, and it is unclear at this time if or when an onsite visit is planned. A good faith effort has been sent to obtain additional information.